Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using ruby coils, pod packing coil (podj) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed four ruby coils and one podj in the target vessel using the lantern. While advancing approximately half of the length of a ruby coil through the lantern and into the aneurysm sac, the physician experienced resistance. Subsequently, the physician decided to remove the ruby coil. Upon retraction, the ruby coil unintentionally detached with half of the ruby coil within the lantern and the other half within the aneurysm sac. Therefore, the physician slowly removed the lantern containing the detached ruby coil. The procedure was completed using ruby coils, pod coils and the same lantern. There was no report of an adverse effect to the patient.